Event description:
In 2007, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In 2008, a reintervention occurred to treat a distal type I endoleak. An additional contralateral leg component was placed. The endoleak was resolved. The pt tolerated the procedure. The pt is reported to be doing very well with no further complications.

Manufacturer narrative:
A review of the manufacturing records for the device was conducted. Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Other devices implanted in this pt: pxt281416/04743402 trunk-ipsilateral leg component; pxa280300/04747263 aortic extender component.